Event description:
It was reported that a pt experienced a burning sensation and difficulty swallowing approximately 36 hours after commencing use of a denture fashioned using lucitone hy-pro. Use of the denture was discontinued. The following day, the pt reported developing blisters and soreness in the mouth. Follow-up communication with the patient's allergist indicates that the pt had experienced similar symptoms with other dentures in the past. There is no indication that intervention was required to treat the symptoms.

Manufacturer narrative:
While it is unknown if the lucitone used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.